Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 07 feb 2020 were reviewed on (B)(6) 2015 the patient had a left total knee arthroplasty to address osteoarthritis. Depuy components were used along with competitor cement x2. The surgery notes included that the patient had a previous proximal tibial metaphyseal fracture that was prior to initial surgery. Attune claim for states that there was a revision on (B)(6) 2019. No medical records were provided with revision information. Patient received revision on (B)(6) 2019 due to loosening of the tibial tray and an allergic reaction to the nickel and cocr materials of the attune implants. Upon entering the joint, the surgeon confirmed loosening of the tibial tray at the cement to implant interface. The femoral component well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. Patient was revised with competitor products. The procedure was completed without complications.